Manufacturer narrative:
Additional information was received on 8/27/2019. The replacement device were mentor smooth round moderate plus profile 375cc saline prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/23/2019. Device evaluation summary: according to the information received, it was reported that the patient developed anisomastia. During evaluation of the sample it was observed to be intact. No anomalies were observed. Asymmetry or anisomastia may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. A manufacturing record evaluation (mre) was performed for the finished device number 5857339, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced right sided deflation post procedure. Additionally, bilateral ptosis was present. The deflation was diagnosed by a physician. As a result, bilateral mastopexy and replacement was performed on (B)(6) 2019. The right sided deflation was reported on (B)(6) 2019 under 1645337-2019-14753. On (B)(6) 2019 mentor received initial awareness regarding the bilateral ptosis. This report relates to the left prosthesis.